Manufacturer narrative:
The imaging evaluation performed by a clinical imaging specialist showed the following: one time-point available for evaluation: post-implantation cta dated (B)(6) 2023. Comparison axial series imaging (arterial and delayed contrast) shows: images show contrast in the ima on the arterial phase image and is visualized outside the implanted device along the anterior and right border of the aorta, thereby, confirming a type ii endoleak involving the ima. Contrast is pooling in the mid-posterior sac and is increased on the delayed contrast series, which is indicative of a type ii endoleak. Cannot confirm this pooling of contrast is also originating from the ima. The length from the left renal artery to the proximal circumferential device appears to be ~9.3mm, by centerline. Aortic diameter just distal to the left renal appears to be 23.9mm. Aortic diameters at the level of the proximal circumferential device and 15mm distal appear to range from 17.6mm ¿ 22.3mm. Maximum abdominal aortic aneurysm diameter appears to be 73.9mm x 78.7mm. Cannot confirm aneurysm growth with one image time-point.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2023, it was reported that follow-up computed tomography performed on (B)(6) 2023 determined the patient was symptomatic for aneurysm enlargement and an unknown type endoleak. The physician plans to re-intervene on (B)(6) 2023. No additional details have been provided at this time.

Manufacturer narrative:
H6: code d12: the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states; adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.